Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the right coronary artery (rca). A 3.50x16mm promus premier drug-eluting stent was deployed to treat the lesion. However, post dilation, the stent was fractured. A non-bsc stent was then deployed inside the fractured promus premier stent and the procedure was completed. No patient complications were reported.